Event description:
It was reported that far p-wave oversensing and noise were observed on the ventricular channel. Lead damage was suspected. Noise could not be reproduced with provocative maneuvers in-clinic. Further evaluation was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.